Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in the germany. On (B)(6) 2024, it was reported that the patient faced infusion set was broken and leaks from the tubing. The infusion set was in use for 3 days. No further information available